Manufacturer narrative:
Results: the handle nose cone was disconnected from the device. The handle was undamaged. The handle nose cone was reattached onto the device and it was functionally tested on the handle fixture for pull force and throw distance. The handle was actuated and passed for both pull force and throw distance without issue. Conclusions: evaluation of the returned handle revealed a device with a disconnected nose cone. The handle was undamaged. The nose cone was reattached, and the handle tested within specification. The root cause for the disconnected nose cone could not be determined. Penumbra handles are 100% visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the physician opened a penumbra coil 400 detachment handle (handle) packaging and noticed that the funnel cap was disconnected. The damage to the handle was noticed prior to use; therefore, the handle was not used for the procedure. The procedure was completed using a new handle.